Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurred before the malfunction. There was no reported adverse impact to the customer's blood glucose level. Ultimately technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.